Event description:
The following report was received from the affiliate. During a coronary intervention, it was observed that the luer lock of the hub was broken. The product was not used in pt.

Manufacturer narrative:
Please note: device (lot# i0806080) is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.